Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 54/48 code n on unk side on (B)(6) 2010. The pt was revised on (B)(6) 2015 due to pain, loosening, infection, pseudo cyst and metallosis.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the DHR were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the device(s) be returned for evaluation and an investigation resulted becomes available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with this outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in (B)(4) 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in 07/2008 as notification (B)(4). The need for further corrective measures is not indicated at this time. Zimmer's ref number of this file is (B)(4).